Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient didn¿t charge the ipg as recommended. In turn the ipg lost communication with external devices. The issue was confirmed by manufacturer representative by using multiple external devices. Surgical intervention may be taken at a later date to address the issue.

Event description:
Additional information received identified the ipg was explanted and replaced with another model which resolved the issue.